Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the performance data collected and analyzed from the device revealed low telemetered battery voltage. On (B)(6) 2010, the battery voltage with telemetry was 2.59v and the daily measurement was 2.88v. Evaluation summary: (B)(4) retuned device analysis revealed high impedance in the battery. Disclaimer: submission of information by medtronic under the medical device reporting regulation does not constitute an admission that the device(s) has malfunctioned or that there is any causal connection between the performance of the device and any injury that may have occurred.

Event description:
It was reported that the device was at eri (elective replacement indicator) battery voltage of 2.59v. When measured, the voltage was 2.14v. Review of save-to-disk data revealed weekly trend battery voltage no lower than 2.89v. The device was not at eri. It was explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that the device was at eri (elective replacement indicator) battery voltage of 2.59v. When remeasured, the voltage went to 2.14v. Review of save-to-disk data revealed weekly trend battery voltage no lower than 2.89v. The device was not at eri. It was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis of the device is in process; the results will be forwarded when available.